Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (5 mg/ml at 0.9996 mg/day), sufenta (50 mcg/ml at 9.996 mcg/day) and clonidine (444 mcg/ml at 88.76 mcg/day) via an implantable infusion pump. It was reported that the catheter volume per centimeter was programmed incorrectly at 0.0010 which automatically calculated the total catheter volume at 0.085 ml for an 8780 catheter which was 85cm in length. The caller didn't know when the error was made. They were walked through the process of updating the volume. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID 8870, serial# unknown. Product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the incorrect programming was done at the initial implant in 2013. No further complications were reported/anticipated.